Manufacturer narrative:
The cryosurgical unit was returned to erbe italy and evaluated (note: the cryoprobe was disposed of after the procedure; and therefore, was not available for an examination.). The cryosurgical unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of the equipment's features, and a power output check. The unit was/is within specification and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the involved unit or cryoprobe. In conclusion, no erbe equipment problem was found that would have caused or contributed to reported event. There are many possible cause(s) involved with the reported incident of a pulmonary embolism. That is, the disease state/condition of the patient, injury to the lungs, gas entry during endoscopy, vascular injuries, central venous access, etc.). As a result, no conclusive determination could be made as to cause(s) of the event. No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred upon a cryobiopsy procedure in the patient's lung. The cryosurgical unit was used with an erbe cryoprobe (part number 20402-401, lot number wo455214). Upon the procedure, the patient suffered a pulmonary embolism. According to the user, this was probably a gas embolism. To address the issue, further treatment was necessary, including the patient being hospitalized in the intensive care unit (ICU) of the hospital. No other information was provided in regard to the patient condition after the cryobiopsy. There were no reports of any problems/issues with the cryosurgical unit or cryoprobe (note: prior to procedure, the cryoprobe was tested, and it functioned as intended.).